Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for use in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The patient's vessels were reported to be not calcified with medium tortuosity, and the external iliac arteries were 8-9 mm in diameter. It was reported that the stent graft would not deploy as the deployment handle was cranked. The device was removed from the patient without incident, and the graft cover was found to be stretched. It was reported that another device of the same size was implanted without incident. No clinical sequelae were reported, and the patient is reported to be fine. Receipt and analysis of the delivery catheter is pending.